Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation did not confirm whether the bowden cables needed readjustment or if there was a defect in the casting. Additionally the evaluation also found that the grip contained foreign objects, switch 1 had a cut, and the switch box had a dent. The right/left knob had a stain, the air/water cylinder had no color, and the suction cylinder lacked color as well. Water tightness was compromised due to deformation of the scope connector cover unit, and there was a loss of water tightness in the scope connector case unit. Foreign objects were found in the plug unit, and a stain was observed. Water tightness was lost due to a crack on the distal end, and the insulation resistance value at the distal end did not meet the standard value because of a chip on the plastic distal end cover. The image guide protector contained foreign objects, the connecting tube had a wrinkle, and scratches were present on the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, foreign objects were detected in both the air/water cylinder and tube. Additionally, foreign objects were found in the adhesive of the bending section cover and connecting tube of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely that reprocessing was not conducted properly due to leakage from scope connector cover and distal end. Subsequently, the materials were not possibly eliminated. However, a definitive root cause could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: gif-h185 operation manual "chapter 3 preparation and inspection". Prevention measures are written in IFU: gif-h185 reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.